Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured may 2, 2017 - may 3, 2017. The device was received for evaluation with approximately 188 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No evidence of flow was observed from the distal luer when the luer cap was removed. Microscopic inspection on the luer revealed that the cause of the flow problem was air bubbles blocking the fluid path inside the lumen of the glass capillary. The glass capillary is located inside the luer. The reported condition was verified. The cause of the air bubbles was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during infusion. The device had been filled with an unspecified amount of ceftazidime. There was no report of patient injury or medical intervention associated with this event. No additional information is available.